Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that undersensing of every other atrial event was observed. Recommended programming changes were not made. No further information available.